Event description:
It was reported that the intraocular lens was removed intraoperatively due to the trailing haptic being torn off during loading into the delivery device. The incision was slightly enlarged to remove the lens. The backup lens was implanted successfully. Add'l info has been requested. Please reference MDR# 1119279-2013-00006 for the delivery device used during the event.

Manufacturer narrative:
The lens will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.